Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced blood sample sleeve leakage. This event occurred twice. The following information was provided by the initial reporter. The customer stated: stage: during blood collection. Defect: the sleeve end is connected to the part of the blood collection tube leaking. Quantity: 2.